Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver the bolus requested. There was no adverse impact to customer's blood glucose level. Review of the pump data log by tandem technical support verified that the pump was working as intended and boluses were delivered accurately. Customer maintained belief that pump was not delivering insulin as intended. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.